Event description:
Our 16 year old son is a type 1 diabetic who uses tandem mobi insulin pump with the dexcom g7 continuous glucose monitor (cgm). For 4 hours his cgm reported low (which means it measured his blood sugar under 40 mg/dl). Numerous meter bg tests shows his blood sugar at 106 which eventually rose to 158. Because the cgm believed his blood sugar to be low, it suspended insulin. Even when blood sugar is in-range, type 1 diabetics can experience diabetic ketoacidosis when they don't get enough insulin. While this is one incident, this has happened numerous times in the 6 months since he started using the g7. In (B)(6) alone, we had to replace 5 sensors that either were too inaccurate to function (usually reporting low when meter bg proved that wrong) but also the sensors randomly fail and need replacement. We have replaced more g7 sensors in 6 months than we replaced of the g6 version in 4 years. The unreliability of this g7 sensor is atrocious. We would switch back to g6 but our pharmacy cannot usually get them in stock. They also struggle to keep g7 in stock and we often have to wait for refills for days to weeks. It takes 1-2 weeks or longer for dexcom to replace faulty sensors. Insurance won't pay for more than 3 a month, so when we can't get them, he has to go without them, leading to poor management. The g7 is a terrible piece of medical equipment that needs further investigation from the FDA. It has been months of problems with potentially life-threatening consequences. Patient code:1905. Device code: 1535. Reference reports: mw5174325, mw5174326, mw5174328, mw5174329.